Manufacturer narrative:
(B)(4). External insulation abrasion was found at 44-44.8 cm from the connector pin consistent with lead friction to the another device or structure. This is consistent with the observation from the field of noise.

Event description:
It was reported that during an in clinic follow up, noise episodes from the ra channel was observed. The lead was explanted and replaced. The condition of the patient was stable after the event.